Event description:
The customer contacted abbott regarding hemoglobin syringe "fail to home" error messages generated from the cell-dyn sapphire hematology analyzer. The customer stated three syringes were replaced within two weeks. The customer reported when the first of the three syringes was installed on the analyzer, the syringe barrel felt stiff when cleaned, so the syringe was replaced. After the final syringe replacement, the customer reported no additional hemoglobin syringe "fail to home" error messages and the issue was resolved. The customer reported there was no impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.